Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 497 mg/dl. The customer experienced chest pains and nausea. The customer was treating with manual injections and was assisted in reprogramming the insulin pump. The insulin pump was not replaced or returned for analysis.